Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber cable and the customer panel port receptacle. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, while docking, the blue fiber cable was pulled out of the back of the system. Part of the cable was reportedly still stuck in the port. The customer converted to a laparoscopic procedure. There were no reports of patient injury. Intuitive followed up with the customer and was advised that the conversion to a laparoscopic procedure did not result in additional ports being added, or the port sizes being enlarged.